Manufacturer narrative:
(B)(6). Device history record (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due to the lack of defective product it is not possible to confirm the complaint and to determine the root cause. Manufacturer will continue to be monitoring trending of similar complaints.

Event description:
Complaint alleges that "the clip was not ligated properly and came out from the jaw." No patient injury reported. Patient current condition is reported, as fine. Additional information/clarification was requested, because the response did not clarifying the event. However, no response from complainant was received at the time of this report.